Manufacturer narrative:
Upon reassessment of the reported event, it was determined that MFR report number 0001038806- 2021-00505 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Clinician reported that she previously had issues with not being able to seat iedat5 lot 8596298-1 correctly in site #19. They took an impression of certain encode ieha554 with unknown lot # in an unknown certain 5x11.5 implant and sent to premier dental design acct 119775 who sent in case nov 11 2020 to mill iedat5 they took several x-rays of abutment seat as seen in attached jpg. Also tried to reposition several times, and then cemented crown. Patient came back this week for a hygiene appointment and she noticed that there was a gap in the way it was seating as shown at bottom of this email. Thought it might be path of insertion but she insists it was not. Because we do not know the lot # of the ieha554 that was impressed, customer service tech support had the doctor do the test of the occlusal flats at 6 and 9 o¿clock and the 6 o¿clock flat does align with a flat on the hex which should indicate not affected by the old recall. However mention that the doctor saw a point of the hex in middle of the 9¿oclock flat. I don¿t have any info regarding what the 9¿oclock position should look like.